Event description:
Hospital employee administered insulin on a pt using the insulin pen. In the process of removing the needle from the pen, she did not realize that the needle itself did not retract back; therefore, obtained a needle stick injury.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.